Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the current patient¿s CT scan that showed the patient¿s malocclusion. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issues.

Event description:
It was reported there will be a revision surgery to revise the mandibular components due to patient condition.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there will be a revision surgery to revise the mandibular components due to patient condition.